Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl at the time of incident. The customer's current blood glucose is 216 mg/dl. The customer was treated with intravenous insulin endo drip in the hospital. The customer was reported other blood glucose value such as more than 600 mg/dl. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm. The customer was assisted to perform high pressure test. The customer was advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.